Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tip separation; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the whisper guide wire was used in a procedure to treat atherosclerotic lesions in the right coronary artery (rca) and acute marginal (am) arteries with heavy calcification. Post stent implantation, the tip of the whisper gw broke off in the rca. A snare device was used in an attempt to remove the separated tip without success; therefore, a stent was implanted to embed the guide wire tip against the arterial wall. There was no adverse patient sequela. No additional information was provided.